Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
In the previous report section h10 was incorrectly captured, it should have been reported as: the manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device was returned to the manufacturer's service center for further evaluation. The manufacturer found physical damage and contamination. The system pca , blower assembly, blower bellows, blower mount, machine flow sensor, tubing-fi02, tubing- system pca, tubing-blower chassis, tubing- low flow 02, cooling fans, cooling fan retainers, outlet side, dual limb cup, and muffler assembly were replaced due to contamination. Internal battery door was replaced due to physical damage.

Manufacturer narrative:
The manufacturer previously received information alleging a ventilator inoperative condition occurred related to a ventilator device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's service center for further evaluation. The manufacturer found physical damage and contamination. The system pca , blower assembly, blower bellows, blower mount, machine flow sensor, tubing-fi02, tubing- system pca, tubing-blower chassis, tubing- low flow 02, cooling fans, cooling fan retainers, outlet side, dual limb cup, and muffler assembly were replaced due to contamination. Internal battery door was replaced due to physical damage section d8, d9 and h6 updated in this report.